Event description:
It was reported that there was difficulty passing the emboshield nav6 recovery catheter, but eventually crossed the xact stent after the shuttle sheath was advanced proximal to the stent. The emboshield nav6 was removed from the patient. There were no adverse patient effects. Nine days post procedure, the patient had a stroke with garbled speech, right sided facial droop, and right sided weakness. The patient was found to have 100% occlusion in the left internal carotid artery and the left external carotid artery. These occlusions were reported to have been thrombosis in the left carotid system. The patient was re-admitted. Besides therapy and diagnostic testing, there was no reported medical intervention. The patient's condition has not changed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty advancing the recovery catheter may include, but not limited to, patient anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. To ensure this type of issue is not manufacturing related, as part of the manufacturing quality process, all embolic protection devices and retrieval catheters are 100% visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected. In this case, the difficulty advancing the recovery catheter may be due to interaction with the recovery catheter and the newly placed xact stent. As a result of the difficulty advancing, the shuttle sheath was advanced proximal to the stent to assist in the retrieval of the filtration element. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no similar incidents reported for this lot. Additionally, a query of the complaint database was performed and there have been no other incidents for physical resistance with a stent reported for this lot. Although a conclusive cause for the difficulty could not be determined, there is no indication to suggest a product quality deficiency. The xact stent is being filed under a separate medwatch report number.